Manufacturer narrative:
Device is a combination product. (B)(4). A stent delivery system was returned for analysis broken into two sections, without a manifold and strain relief hub. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to distal and mid-section of the stent. Proximal strut segments 1-10 were undamaged and the outer diameter of the undamaged section was measured and the result was within maximum crimped stent profile measurement. The proximal and distal ends of the stent appeared correctly positioned on the balloon and the crimped stent length measured within the crimped stent length specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found two hypotube breaks and multiple kinks along the hypotube. The hypotube was broken at 71cm proximal to the distal tip of the device and at 141cm proximal to the distal tip. The section of the device proximal of the more proximal hypotube break including the manifold and strain relief hub was not returned. The breaks occurred at sites 3cm +/- 5 cm and 73cm +/- 5 cm from the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ids: 2134265-2017-12100 and 2134265-2017-13148. Reportable based on analysis completed on 22-dec-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. Pre-dilation was performed with a 2.5x20 emerge balloon catheter. A 3.50 x 32mm synergy¿ drug-eluting stent was advanced but device was unable to cross through the previously implanted stent in the left circumflex artery. A 3.50 x 24mm synergy¿ was then advanced but still failed to cross through the previously implanted stent. Device was replaced and a 4.00 x 24mm synergy¿ drug-eluting stent was advanced in the lesion. However, under intravascular ultrasound, a strange image was noticed. The physician pulled the guide wire along with the 4.0x24mm synergy¿ stent and it was noted that the stent strut was "broken". The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage and hypotube break.